Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)'), vaginal haemorrhage ('vaginal bleeding') and type 2 diabetes mellitus ('type 2 diabetes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), type 2 diabetes mellitus (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding"), iron deficiency anaemia ("anemia"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), metrorrhagia ("metorrhagia (bleeding b/w periods)"), renal disorder ("kidney disorder"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), fatigue ("fatigue"), abdominal distension ("gi conditions: bloating,"), alopecia ("hair loss"), tooth disorder ("dental problems"), hyperhidrosis ("hormonal changes describe: sweating"), migraine ("migraine"), headache ("headaches"), nausea ("nausea") and diarrhoea ("diarrhea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, vaginal haemorrhage, type 2 diabetes mellitus, genital haemorrhage, iron deficiency anaemia, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, metrorrhagia, renal disorder, bladder disorder, urinary tract disorder, fatigue, abdominal distension, alopecia, tooth disorder, hyperhidrosis, migraine, headache, nausea, weight increased and diarrhoea outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, bladder disorder, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hyperhidrosis, iron deficiency anaemia, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, renal disorder, tooth disorder, type 2 diabetes mellitus, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: received treatment for type 2 diabetes, kidney disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2020: plaintiff fact sheet received : case was upgraded to serious incident. Event hormonal changes updated to sweats, gastrointestinal disorder updated to bloating. Event vaginal bleeding, migraine & diarrhea were newly added. Essure insertion date updated. Patient & reporter information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.